Event description:
Patient reported elevated blood glucose levels for the past week. Patient stated he bolused, but blood glucose remained elevated. Patient switched to injections with the same insulin and blood glucose levels were reduced.